Event description:
At 1 month after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 june 2022. Lot 2112626: (B)(4) items manufactured and released on (B)(6) 2021. Expiration date: (B)(6) 2026. No anomalies found related to the problem. To date, only the item involved in this complaint has been sold.